Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, the patient had a left knee replacement (B)(6) 2013. Approximately 9 years and 11 months after the initial procedure the patient had a left knee revision due to accelerated and preventable wear. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H6 :investigation results: the revision reported was likely the result of prosthesis wear, osteolysis, and failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided and the device, images, and radiographs were not returned for evaluation. These devices are used for treatments, not diagnosis. There is no other information available.